Manufacturer narrative:
Reference medwatch 3004209178-2015-45200 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received no delivery alarms. The customer's blood glucose level was 150 mg/dl. The product will return. Nothing further to report.